Event description:
Reporter alleged blood glucose measured 335 mg/dl back to back with a result of 123 mg/dl when tests were performed in less than 10 minutes apart. It was stated customer had some candy when glucose was low, however, no other actions were taken or treatment received as a result. A request was made for the return of the suspect device and replacement product was sent.